Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had an MRI and after MRI noticed that the ins started to deplete faster while on group c. Patient commented about the green light on the controller displaying solid green and also said that it wouldn't do anything. Patient noted that they had reset the controller several but the issue was not resolved. Patient seem confused about what the issue was. Agent had the patient remove the battery pack from the controller and connect the controller to the ac power supply; patient confirmed that the controller powered on. Patient then reinserted the battery and confirmed the controller was 100% and ins was at 90%. Agent confirmed that the external equipment is working as intended. Patient mentioned that the group c which they need keep shutting off, when they click the group c it will work but would not stay on. Agent understood what the patient was saying as the implant was depleting faster on group c. Agent redirected them to their healthcare provider for programming concerns.